Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced grade IV pelvic prolapse and pelvic adhesions. It was also reported that the plaintiff allegedly experienced infections and recurring symptoms. Furthermore, it was also reported that the plaintiff died. No cause of death was reported. Related to manufacturer report #: 2183959-2015-57062.